Event description:
Complainant alleged that when the "cath/ep" laboratory clinicians were monitoring a pt (age and gender unknown), and another piece of electronic equipment (cardiomapping manufactured by biosense) was operating at the same time, the zoll monitor was unable to detect the pt's "r" wave in the heart rhythm. In addition, there was no heart rate value and no sync markers displayed on the device screen. The clinicians obtained another device to treat the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.